Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. Tandem technical support educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer stated that the alarm was declaring when the pump was plugged into a power source. Customer¿s blood glucose was 216 mg/dl. Reportedly, customer cleared the alarm and continued to use the pump for insulin therapy.